Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31446079l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter. Patient received an index cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced a cardiogenic shock categorized as severe and serious defined by in-patient / prolonged hospitalization with an admission date of (B)(6) 2025 and a discharge date of (B)(6) 2025, and requiring medical or surgical intervention. Relationship to study device (varipulse) is possible and the relationship to the index study procedure is possible. The adverse event is unexpected/unanticipated. The outcome is not recovered/not resolved. Intervention performed was extracorporeal membrane oxygenation (surgical intervention) and medication.

Manufacturer narrative:
Additional information was received on 06-jun-2025 updating the relationship to the study device (varipulse) from possible to not related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Reported in the 3500a initial that the outcome was not recovered/not resolved. Additional information was received on 16-dec-2025 updating the outcome to resolved with an end date of (B)(6) 2025. The date event first reported to be a serious adverse event (sae) was (B)(6) 2025. Sponsor assessment of primary adverse event (ae) was ae is not a primary ae. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Reported in the 3500a initial that the adverse event was unexpected/unanticipated. Additional information was received on 04-aug-2025 updating it to expected/anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).